Event description:
The tech alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech found the side comm board is not responding and the communication cable was not responding to the side comm board. The tech replaced the side comm board and the communication cable to resolve the issue.